Event description:
It was reported that the physician was removing a pta balloon, and it would not retract through the 6f sheath. Both the pta balloon catheter and sheath were removed together. The procedure was an angioplasty of the right common iliac artery approaching contralaterally from the left femoral artery. He used a 7f sheath and different pta balloon catheter to complete the procedure. No patient injury reported and received no report that the doctor lost access to the site.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was received with the balloon stuck inside of a 6f introducer sheath. There was a 2.7cm portion of the catheter, extending out of the distal portion, of the introducer sheath. The balloon was bunched up at the tip, with fluid inside the tip of the balloon. The sheath tip was jagged. This was most likely from trying to remove the balloon from the sheath. A portion of the balloon catheter was stretched proximal to the sheath hub. Patency of the lumen was checked with a 0.035 inch guidewire. The guidewire could not advance into the catheter, where the portion of the catheter was stretched. The wire was then inserted from the tip of the balloon, and could not advance any further at the location of the stretched portion. The balloon could not be fully deflated or removed from the sheath from the proximal end. The balloon was removed distally, from the sheath, and then inflated at 8atms, and then it was deflated. Deflation was slow, most likely due to the stretched portion of the catheter. There is insufficient evidence to determine whether the stretched portion was a result of retracting the balloon, as it was not fully deflated, or if it was caused prior to the retracting the balloon. It is unknown if patient and/or procedural issues contributed to this event. The result of the investigation is confirmed for failure to retract, root cause unknown. The current IFU states: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. Warnings: if the resistance is felt when either removing the guidewire from the catheter, or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.